Event description:
The labeling on the box is confusing and can be misleading. There are two different types of test strips, one for whole blood and one for capillary blood. The boxes are different colors but the labeling is so small they could easily be mixed up.